Event description:
A caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.